Event description:
This is a veterinary event. During surgery on (B)(6), the battery died out after a high pitch sound followed by a low sound. Reportedly, it seemed that the connection was not good. It was also reported that the small battery drive was tested with other batteries and was also tested after the device was cleaned and the result was the same, the battery drive did not work. No additional information available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is a veterinary product. Device is similar to a device marketed for human use. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device was used for treatment. Synthes is retracting medwatch report #: 2520274-2013-04853. Upon further review of the complaint,this complaint has already been reported. It has been determined that a follow up medwatch is not required since there is no new information to add from retracted complaint (B)(4). Placeholder.